Event description:
Total knee replacement "nsyla" increasing pain. Swelling last "several" months. X-ray shows polyethelene wear extensive synovectomy fragmented polyethelene component. See scanned page.